Manufacturer narrative:
This device not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited increasing pacing impedance from 443 ohms at implant, to 1050 ohms currently, and thresholds have increased from 0.4v to 1.0v. X-ray images where obtained. The device remains implanted. No adverse patient effects were reported. New information was received that this implantable cardioverter defibrillator (ICD) system was explanted due to exhibiting increasing high, out of range pacing impedance (>2000 ohms). The physician subsequently elected to explant and replace the system with a non-boston scientific system to resolve the event. During the procedure, the right atrial (ra) lead body fractured. The patient was stable with no additional adverse effects. The system is expected to be returned for analysis, but has not yet been received.